Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty and further reports patient allegations of personal injury. A review of invoice history revealed that total hip arthroplasty procedures for this patient took place on (B)(6) 2005 and (B)(6) 2009. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions" and number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 1 also states, "implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01290 / 01291).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - pn: 14-103204 ln: (B)(4) taperloc microp fmrl. Pn: us157852 ln: (B)(4) m2a-magnum pf cup 52od. Pn: 139256 ln: (B)(4) m2a-magnum 42-50 tpr I.

Event description:
Legal counsel for patient reported bilateral hip revisions due to patient allegations of personal injury. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative records reported right hip revision approximately ten years post-implantation due to pain, fluid, and metal-on-metal hypersensitivity. During the revision, a pseudocapsule was noted. The modular head removed and replaced and a bearing was implanted.